Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, mildly tortuous, concentric proximal right coronary artery with a chronic total occlusion. A 2.0x15mm traveler balloon dilatation catheter was advanced to the lesion with resistance noted due to the anatomy. The first inflation was done without issues, however, the balloon ruptured at the second inflation. The device inflated twice at 14 atm for 5 seconds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.